Event description:
Caller reported issue with insulin gauge displaying a different amount than expected, indicating a discrepancy between expected and actual fill estimates. There was no adverse impact to the customer's blood glucose level. Technical support advised caller to disconnect from site and deliver a 10.2 unit bolus to update fill estimate, which resolved the discrepancy to the caller's satisfaction. Caller completed necessary steps for cartridge use and chose to continue using current cartridge, declining to load a new one.